Event description:
It was reported that during a ptca/stenting treatment procedure the maverick otw balloon ruptured at 12 atms on the initial inflation during pre-dilatation of the lesion for stent placement. The patient was asymptomic during this event. The lesion being treated was a very calcified and 90% stenotic lesion in the mid lad coronary artery. The maverick otw balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.